Event description:
Medtronic received a report that physician was doing a flow diversion case with our pipeline vantage flow diverter (fd). After deploying the fd completely, the doctor observed that at some points, wall opposition was not proper. So, the doctor decided to do the balloon angioplasty with this hyperglide balloon. After preparing this balloon properly, when the doctor took inside cat-5 dac for the angioplasty, xpedion-10 wire of this balloon was not going inside pipeline vantage 5-30 fd. The doctor tried for 3 times, then decided to take out this balloon & used an eclipse 6-9 single lumen balloon for the angioplasty. After doing balloon angioplasty, wall opposition was perfect & immediate stasis was also observed inside the aneurysm. No patient symptoms or further complications were reported as a result of this event. Additional information was received that there was no resistance. It was reported that the xpedion-10 wire of this hyperglide balloon was not going inside proximal opening of pipeline vantage fd due to which balloon plasty was not possible. Additional information was received that navigation of the balloon over the x-pedion was not difficult, but as it reached the opening of the pipeline device, the x-pedion was not entering inside it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.